Event description:
Second of two reports involving a mayfield skull clamp slippage from the same facility, but involving a different surgeon. There was no injury involved with this incident.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.